Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what color cartridges were used during the initial procedure? Where was the bleeding identified (pouch or j-j)? Was the bleeding intraluminal or intra-abdominal? Was there any issues noted with staple formation in initial procedure? What were the indications for the reoperation? How long after the initial procedure was the reoperation? Was buttressing material used? Patient demographics? Current patient status?

Event description:
It was reported that during a gastric bypass procedure, bleeding was noted during the initial procedure. Another cartridge was used to complete the procedure with the same stapler. No type of intervention was reported during the initial procedure. Post-operatively, the patient was brought back for a reoperation due to bleeding. During the reoperation, the bleeding was noted to be on the staple line where a blue cartridge was used. The current patient status is unknown. One device was discarded.